Event description:
It was reported to boston scientific corporation that a standard balloon replacement g-tube was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the balloon would not stay inflated in the stoma site of the patient. The valve was ineffective and would not hold the saline. The procedure was completed with a new standard balloon replacement g-tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)